Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient still had staples in the incision from implant, and the device can be seen through the staples. When patient presented to the hospital for revision, the incision was found to be oozing. The physician made the decision to remove the system. There were no complications; the patient tolerated the procedure well. He was admitted to the hospital for observation and antibiotics.